Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture in unipolar configuration. The lead was revised and it remains in use. No patient complications have been reported as a result of this event.